Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va138lm, product type: lead.

Event description:
The consumer reported the patient was getting shocked. The external neurostimulator (ens) was at 0.0 stimulation. Troubleshooting involved having the patient change from program 1 to program 3 with no improvement. Additional information received via the representative reported the patient's device got caught on his wheelchair and the extension wire was pulled. Initially the patient was not feeling stimulation as much as he was previously. The shocking sensation came after the extension wire being pulled. The patient was advised to turn off the device and to go to the emergency room (B)(6) 2016 due to other health issues related to his cerebral palsy. When the surgeon saw the patient in the ER, he was no longer feeling shocking, but was still in pain. There was a question on if the patient's implantable pain device was interfering. The shocking had since subsided and the patient was scheduled for stage 2 implant (B)(6) 2016. Conflicting information was reported which indicated the physician had the patient turn off the ens but the patient continued to report a shocking sensation.